Event description:
Medtronic received info through a journal article, imaging in cardiology, netherlands heart journal, volume 18, number 7/8, august 2010, that six months after the implant of this bioprosthetic valve (root replacement - complicated by a sterile, probably biological glue-induced, mediastinitis), a pseudoaneurysm of the ascending aorta was identified. The aneurysm originated from the distal connection of the prosthesis. An interposition tube graft was placed. There was no adverse pt effects.

Manufacturer narrative:
(B)(4): eval: device history was not reviewed as no serial number was obtained. Results: no product was returned journal article. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.